Manufacturer narrative:
The calcium, creatinine, and glucose reagents' lot numbers and expiration dates were not provided. Qc was within the ranges. The field service engineer found that the cuvette's wash tubing was cracked and leaking. He replaced the tubbing. Mechanical checks, qc, and precision studies were performed and they were within specifications. The service actions performed by the engineer resolved the issue. No further issues were reported afterward. The root cause was due to a cracked and leaking cuvette's wash tubing (component failure).

Event description:
We received an allegation about discrepant results for 1 patient sample tested with calcium assay and creatinine assay and 1 patient sample tested with glucose assay on a cobas pure c303 analytical unit. Sample 1 (patient 1) was tested for calcium and creatinine: calcium: initial result: 2.46 mmol/l (accompanied by a data flag). Repeat result: 1.66 mmol/l. Creatinine: initial result: 50 umol/l (accompanied by a data flag). Repeat result: 521 umol/l. Sample 2 (patient 2): glucose: initial result: 5.7 mmol/l (accompanied by a data flag). Repeat result: 1.3 mmol/l. The data flags accompanying the initial results prompted the repeat of the samples. The repeat results were deemed to be correct.